Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: one empty labeled winding former and a suture piece of product code sxpp1a300 were received for analysis. During the visual inspection of the sample, marks on the body suture and the ends cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was not returned for analysis and the fixation tab area was not present. The manufacturing records could not be reviewed as the batch number is unknown. The cause could not be determined.

Manufacturer narrative:
Product complaint # (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a total hip arthroplasty procedure on (B)(6) 2019 and barbed suture was used. Soon after starting use, the fixation tab of the barbed suture came off the suture during continuous suturing on the joint capsule. There were no adverse consequences to the patient.